Event description:
Upon following up on another event, alerted that a donor had a sharp chest pain during the second return. The procedure was stopped resulting in an rbc loss. Donor was given a 50mg injection of benadryl and transported to the hospital via ems. No patient or operator injury was reported.

Manufacturer narrative:
Upon following up on another event, alerted that a donor had a sharp chest pain during the second return. The procedure was stopped resulting in an rbc loss. Donor was given a 50mg injection of benadryl and transported to the hospital via ems. No patient or operator injury was reported. All devices at this customer site was serviced and meets mfg specifications on (B)(4) 2011. Device is not being returned for evaluation. No firm conclusions can be made as to the reported complaint. Donor received medical intervention, 50 mg injection benadryl, for symptoms. Donor was taken to a hospital via ems and released later that same day. The center has attempted to contact the donor for follow-up and has received no response. We will be unable to obtain more information on this incident. Haemonetics (B)(4).